Event description:
A caller reported a malfunction on their pump with the code "malf 12". There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and helping with the reset procedure. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any further malfunctions occurred. The caller acknowledged and understood the instructions given.